Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 89% stenosed de novo lesion in the proximal to mid left anterior descending (lad) artery. An unspecified guide wire was advanced toward the target lesion and pre-dilatation was performed with an unspecified balloon at 12 atmospheres. A 3.5x28 mm rx xience pro stent delivery system (sds) was advanced and the stent was deployed in the mid lad and a 3.5x15 mm rx xience pro sds was advanced and the stent was deployed in the proximal lad. During post-dilatation, a side-edge dissection was observed at the overlap of the implanted stents. Another xience pro stent was implanted to cover the dissection. There was no adverse patient sequelae. There was no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional 3.5x28 mm xience pro rx referenced is being filed under a separate medwatch report. The rx xience pro device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. There was no device malfunction and the product was not returned. The lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency.